Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not communicate. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4)has been completed. Upon evaluation, there was contamination on the computer / analog (ca) board and suspect contamination on other pca boards. The cause of the inability to communicate is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the damaged wire. The last patient to use this monitor did not report any deficiencies.